Event description:
The following has been reported: biomed reported: tried to run a test infusion, but it won't let me and just says service needed. There was no patient injury, and the incident did not happen during an active infusion. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve actuation failure (valve 1). Upon return, the device exhibited a red pump alarm at start up. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed due mechanical hardware failure (air compressor). The air compressor will be removed and replaced during the repair process. No other damage was found.